Event description:
The red cell collection was in 2005. During the procedure, the donor said they did not feel well. They drove themselves home and continued to have chest pain. They went to the physician. They stated to the reporter that waited to report the incident because they wanted to test results from the physicians so they could be informed before making the report to product surveillance.